Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was not fully functional. Hybrid analysis determined that the reported no-telemetry condition was due to a severely depleted battery. The device was found to be fully functional, including nominal system current drain, when powered by an external supply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to be interrogated. The icm was explanted. No patient complications have been reported as a result of this event.